Event description:
It was reported that during device interrogation the handheld read a checksum error. The system automatically tries to interrogate again without the user needing to push anything. It was reported that this has occurred on several occasion, but that there are multiple programming systems and no patient's were affected by this. It was reported that the handheld occasionally is able to interrogate successful, but other times it cannot. Troubleshooting was performed. The handheld was moved away from emi, but the problem still occurred. The wand battery was changed and the interrogation was successful. A diagnostic test was also performed successfully. The physician's office decided to hold on to the handheld since it was working properly after the troubleshooting.

Manufacturer narrative:
.